Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: unknown; product type: 0195 -heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. On the first deployment attempt, the valve was positioned too deep in relation to the annulus, resulting in recapture of the valve. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new valve and delivery catheter system (dcs) were used, leading to a five minute procedural delay. Per the physician, the patient¿s calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.